Event description:
Baxter healthcare corp. Rt 120 & wilson rd. Round lake, il 60073-0490. A white irregular shaped particle, approx 3.6 mm in size was observed in the administration port of the container. The particle was identified as polyethylene plastic. The origin of the material could not be determined.